Manufacturer narrative:
(B)(4).

Event description:
It was reported that when a patient presented to the emergency room with intermittent bouts of dizzinesss, post-paced t-wave oversensing was observed. Programming changes were made and the patient had not called in any more symptoms since they were made. The device remains implanted.